Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced occlusion alarm at site event on (B)(6)2024. Patient noticed symptoms within 3 hours of insertion. Insertion site was at upper buttocks. The patient regularly rotated site location. Furthermore, patient confirmed the introducer needle was ahead of the cannula prior to insertion. Patient changed soft cannula infusion set only and resumed insulin. No further information was available.